Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an initial implant procedure, high, out of range, pacing lead impedance was observed. Lead was repositioned several times but the issue persisted. Lead was not used and was replaced successfully. Patient was stable.

Manufacturer narrative:
The damage found was consistent with procedural damage. The lead was otherwise normal.